Manufacturer narrative:
The date returned to manufacturer was inadvertently documented as jan 27, 2016 on the initial report. The correct date was jan 27, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a bent foot plate was confirmed. An assessment was performed on the device which determined the cause of the bent foot plate was due to using excessive force while prying with the device. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device had a bent foot plate. The event was not related to a surgical procedure, as the device belonged to a gross anatomy cadaver lab. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.